Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used, contaminated, sample was provided for evaluation. The sample underwent visual inspection and compared against the product technical drawing. However, a divit and flash were identified in the tip of the luer of the venous and arterial patient connector. Luer taper test was performed on all luers with passing results. Thereafter, the sample was subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air underwater. An air bubble was present on the venous connector and broke away, indicating leakage on the set. Based on the investigation findings, the reported defect was confirmed. Due to multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of supplier corrective action request (scars) to investigate the issue. The supplier, gvs, conducted a thorough review of device history records and found no evidence of production issues or non-conformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be reproduced, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or product drawings at the dominican republic site or supplier level at this time. Existing controls remain in place in accordance with sop-md-2024904 and qa116. Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: experiencing microbubbles in arterial port. No injury reported.